Event description:
Plaintiff alleges that as a result of her exposure to latex gloves, she was diagnosed by use of the rast test, as being allergic to latex. Further alleges that as a result of her sensitization to latex, she is subject in the future to one or more anaphylactic reactions to latex products and that she suffered substantial injury, pain was suffering as well as economic loss.